Event description:
Serious injury involving one person. A report was received from an optician that a patient reported a corneal ulcer, undetermined location. The incident was reported by the patient after the condition had resolved, so there is no further information or verification of this incident. The date of the event was uncertain, but believed to be between the dates of 4/2002 and 5/2002. No additional information has been obtained by ciba vision regarding this incident. Upon receipt of any significant information, a follow-up medwatch report will be filed.